Event description:
It was reported that, while repositioning the pump from the back to the abdomen, the healthcare provider could not remove the sutureless connector from the pump. It was stated that a new sutureless connector kit was used to attach to the new pump. It was indicated that there was no patient injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).